Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results could not confirm the alleged complaint that the instrument would not open. The instrument was placed on a system and driven. Recognition and engagement of the instrument passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was found to be fully functional. Engineering evaluation also found scratches on the instrument's main tube. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering evaluation concluded that the scratches were likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported main tube scratch issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgical staff alleged that the prograsp forceps instrument would not open anymore. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.